Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona right medial femoral finishing guide size 4 catalog #: 42578100402 lot #: 63863250. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that while the surgeon was drilling with the femoral cut guide, the screw became jammed within the screw hole. The screw fractured in an attempt to remove it. No adverse events were reported as a result of this malfunction.